Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the ipg is unable to communicate with the charging system. The patient reports the scs system has not been used for several months. A replacement charging system was sent to the patient and did not resolve the issue. In addition, follow up information identified the programmer does not communicate with the ipg. The sjm representative met with the patient and confirmed the ipg is inoperable. The patient had not recharged her scs system in about ten months because the parasthesia was not where she needed it. The patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The expiration and manufacture date have been added to the record.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.